Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the atrial lead exhibited over-sensing noise triggering automatic mode switch(ams) and low impedance. The patient would be further monitored. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.